Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as it moved sideways from the original implant position, which was causing pain to the patient. The patient indicated that the device migrated from doing physical therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as it moved sideways from the original implant position, which was causing pain to the patient. The patient indicated that the device migrated from doing physical therapy. No additional adverse patient effects were reported. The product has not been returned by the customer.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as it moved sideways from the original implant position, which was causing pain to the patient. The patient indicated that the device migrated from doing physical therapy. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.